Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
H10: manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an acute ischemic stroke (ais) thrombectomy procedure, a headway® 21 microcatheter (microvention) was used and the physician attempted to insert and advance the 5mm x 33mm embotrap ii revascularization device (et009533 / 21g174av) through the microcatheter but the embotrap ii device got stuck on the hub. The embotrap ii device was replaced with a competitor stent and was used with the headway 21 microcatheter to complete the procedure. It was reported that nothing was obstructing the microcatheter during the attempt to insert and advance the embotrap ii device through; it was not known if continuous flush was maintained. Force was not applied to the embotrap ii device. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint. [Photo analysis ¿ summary]: review of the provided photographs showed evidence of kinking of the proximal section of the embotrap ii device. No other damage to the embotrap ii device was visible. No damage to the shaft or insertion tool of the device was visible. The presence of the distal and proximal radiopaque tips was confirmed. The presence of three distal and two proximal gold markers were confirmed, with no damage to any of the markers visible. No damage to the distal or proximal joints were visible. The stent section of the device was in a collapsed state contained within the insertion tool in the photographs provided; in this state no damage or deformation is visible on the outer cage or inner channel of the device other than the deformation visible at the proximal section of the device. The condition of the adhesive present at joints and fillets could not be fully confirmed from the photo analysis. The deformation visible on the proximal section of the device is consistent with attempted delivery into a microcatheter against significant resistance. A review of the manufacturing documentation associated with this lot (21g174av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the review of the provided photographs indicates there is deformation present on the proximal section of the embotrap ii device. The deformation visible in the photograph is consistent with attempted delivery of the device into a microcatheter against significant resistance. Previous investigations of similar complaint events (i.e. Failure to deliver into a headway 21 microcatheter hub) have demonstrated that a probable cause of device damage similar to that seen in the provided photographs, which can result in a failure to advance through the microcatheter, is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). Based on previous investigations of similar device damage and complaint events, coupled with the complaint event description and photographs provided, the probable cause of the complaint event is a failure to seat the insertion tool correctly either initially or through the rotating hemostasis valve (rhv) seal not being fully tightened thereby allowing movement of the insertion tool during device delivery. There is no indication from the information provided that the complaint event was a result of a defect with the embotrap ii device. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of deformation. Kinking of the proximal section of the device and deformation of the distal section of the device were observed. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195-inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The returned embotrap device failed to deliver in the headway 21 microcatheter hub, confirming the complaint event. Device insertion and delivery assessments were also performed using sample embotrap devices and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub. Device damage similar to that observed on the returned device was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. Investigation conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Visual inspection of the device showed evidence of significant kinking of the proximal section of the device and deformation of the distal section of the device. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. Deformation similar to that observed on the returned device was recreated through advancement of a sample device against resistance in a sample headway 21 microcatheter. Based on assessments carried out as part of this investigation, and in the absence of physical investigation of the microcatheter used in the event reported (which can also be a cause of resistance to advancement, e.g. Lumen defect), a probable root cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Attempts to deliver the device against the resistance caused by poor seating of the insertion tool can also result in damage similar to that observed on the returned device. Successful delivery of an undamaged embotrap device when fully seated in a headway 21 microcatheter was confirmed during this complaint investigation. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis ¿ summary]: review of the provided photographs showed evidence of kinking of the proximal section of the embotrap ii device. No other damage to the embotrap ii device was visible. No damage to the shaft or insertion tool of the device was visible. The presence of the distal and proximal radiopaque tips was confirmed. The presence of three distal and two proximal gold markers were confirmed, with no damage to any of the markers visible. No damage to the distal or proximal joints were visible. The stent section of the device was in a collapsed state contained within the insertion tool in the photographs provided; in this state no damage or deformation is visible on the outer cage or inner channel of the device other than the deformation visible at the proximal section of the device. The condition of the adhesive present at joints and fillets could not be fully confirmed from the photo analysis. The deformation visible on the proximal section of the device is consistent with attempted delivery into a microcatheter against significant resistance. A review of the manufacturing documentation associated with this lot (21g174av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the review of the provided photographs indicates there is deformation present on the proximal section of the embotrap ii device. The deformation visible in the photograph is consistent with attempted delivery of the device into a microcatheter against significant resistance. Previous investigations of similar complaint events (i.e. Failure to deliver into a headway 21 microcatheter hub) have demonstrated that a probable cause of device damage similar to that seen in the provided photographs, which can result in a failure to advance through the microcatheter, is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). Based on previous investigations of similar device damage and complaint events, coupled with the complaint event description and photographs provided, the probable cause of the complaint event is a failure to seat the insertion tool correctly either initially or through the rotating hemostasis valve (rhv) seal not being fully tightened thereby allowing movement of the insertion tool during device delivery. There is no indication from the information provided that the complaint event was a result of a defect with the embotrap ii device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an acute ischemic stroke (ais) thrombectomy procedure, a headway® 21 microcatheter (microvention) was used and the physician attempted to insert and advance the 5mm x 33mm embotrap ii revascularization device (et009533 / 21g174av) through the microcatheter but the embotrap ii device got stuck on the hub. The embotrap ii device was replaced with a competitor stent and was used with the headway 21 microcatheter to complete the procedure. It was reported that nothing was obstructing the microcatheter during the attempt to insert and advance the embotrap ii device through; it was not known if continuous flush was maintained. Force was not applied to the embotrap ii device. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates and included in the complaint. Based on the review of the photos by the product analysis lab completed on (B)(6) 2021, there is evidence of kinking of the proximal section of the embotrap device. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿